Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty select cycler with cycler set and the event of peritonitis. However, there is no documentation in the file to show a causal relationship between the peritonitis and the liberty select cycler with cycler set. The suspected cause of the peritonitis is touch contamination as reported by the peritoneal dialysis registered nurse (pdrn). Additionally, there are no allegations of a device malfunction or cycler set leak reported for this event. All patients on peritoneal dialysis are at risk for peritonitis due to weakened immune systems and the opportunity for microbial contamination resulting from breaks in sterile technique during therapy. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked (soft alarm) and during the call the patient reported that they recently had peritonitis and currently sees fibrin. Technical support advised the patient to contact their peritoneal dialysis registered nurse (pdrn) for further assistance. Upon follow up, the pdrn stated that the patient had been admitted to the hospital (unknown date) for an unspecified issue unrelated to pd therapy or use of the liberty select cycler. During the hospitalization (unknown date), the patient was diagnosed with peritonitis (signs/symptoms unknown). Per the pdrn, the peritonitis was acquired during the hospitalization. The patient was utilizing fresenius products during the hospitalization; however, the suspected cause of the peritonitis is touch contamination as the patient was not setting up and disconnecting from treatment themselves. There was someone completing that for the patient. No culture results, antibiotic therapy or other hospital course was provided. The patient was discharged (unknown date) on intraperitoneal (ip) ceftazidime (dose, frequency and duration unknown) and has since completed the antibiotics. The patient was seen at the pd clinic on (B)(6) 2019 and the peritonitis was resolved. Additional information was requested but not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.